Event description:
It was reported that the presented in clinic after receiving a vibratory alert. Out of range pacing lead impedance measurements were observed via merlin.net transmission. Upon review in clinic, all impedance measurements except for one were in range and all other lead electrical measurements were normal. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The reported field event of out of range pacing lead impedance measurements was not verified in the laboratory. Pacing lead impedance measurements were normal when tested on the bench and using automated test equipment. The cause of the out of range pacing lead impedance measurements could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.